Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot #: n320186012, implanted: (B)(6) 2012, product type: catheter, ubd: 03-feb-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 150 mcg/ml of compounded baclofen at 44 mcg/day and 15 mg/ml of morphine at 4.4 mg/day via an implantable pump for non-malignant pain. It was reported the patient's pump was refilled on (B)(6) 2019 and the clinician suspected a granuloma due to the patient presenting with radicular pain. A magnetic resonance imaging (MRI) procedure was done on (B)(6) 2019 and showed a granuloma at the catheter tip. The patient also had complaints of decreased efficacy from their therapy. There were no reported environmental/external/patient factors that may have led or contributed to the issue. A catheter revision was performed. The existing catheter was cut at the spinal site and the intrathecal segment remains implanted. The segment was occluded with several neurosurgery clips to prevent cerebrospinal fluid backflow. A new spinal catheter segment was spliced onto the existing catheter segment. New medication was placed in the drug reservoir and the old medication was withdrawn. A 28 minute single bolus was primed on the back table to account for the internal pump tubing and the existing catheter after the existing catheter was cut at the spinal incision. At the 35 minute mark, the existing catheter was attached to the newly implanted catheter segment. The new medication included 3 mg/ml of hydromorphone and 150 mcg/ml of baclofen, at a rate of 0.8 mcg/day of hydromorphone a day and 45 mcg/day of baclofen. It was reported the issue had been resolved at the time of the report. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event included: dilaudid, baclofen, effient, atorvastatin. The patient's medical history included: sci (spinal cord injury); chronic pain, failed back surgery syndrome, and a heart stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification was received from the manufacturing representative (rep). The rep confirmed that the catheter was not expla nted, so therefore no catheter would be returned for analysis. The provided information had been confirmed with the doctor.